Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -15.0 diopter, on (B)(6) 2014. The lens was explanted on (B)(6) 2017 due to a cataract, and replaced with an intraocular lens (iol). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Product evaluation found lens returned dry in specimen cup with clear surgical residue/debris on product. Visual inspection found haptic torn, missing piece of haptic and clear residue on lens. Lens has an "80" stamped /embedded. (B)(4).

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. (B)(4).